Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue under very specific circumstances. Physio observed that when the device was left powered on continuously for at least 94 hours prior to use, then a shock was delivered, the device display would stay blank for 14 seconds following the shock and then the device would lock-up for approximately 45 seconds after that. During the lock-up critical functions, such as paddles lead ECG, were not available. If the device is power cycled (powered off then on again), the issue is corrected and no longer occurs. Physio examined the electronic records from the device leading up to the event and confirmed that the unit had been powered on continuously for 175 hours prior to attempting to shock during the patient event. Physio-control determined that the cause of the reported issue was that the device had ran out of memory due to being on continuously for greater than 94 hours prior to use.

Manufacturer narrative:
The customer, a biomedical engineer, advised physio-control that he had evaluated the device but was unable to duplicate the reported issue. Physio-control provided the customer with a replacement device. The customer's device has been returned to physio and an initial examination has been performed. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device appeared to lock-up for 30-40 seconds following a shock being delivered to a patient. The biomedical engineer advised that the issue corrected itself and medical personnel were able to shock the patient a second time. Medical personnel continued to use the device for the remainder of the event. There were no reports of adverse effects to the patient as a result of the reported issue. No further information about the patient or the event were provided.